Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The system error 322 alarms were confirmed through an event history log review. The cause was the failed upper auxiliary assembly and lower auxiliary assembly, which were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no pt involvement.